Event description:
It was reported that the colonovideoscope received an error message displayed that gold prongs were dirty during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6), (B)(6) medical and diagnostic ctr, (B)(6), united states. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image and scope communication error code. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to component failure, and the most probable root cause of the intermittent image, and the scope communication error code was also traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.